Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to mom complications (right). Additional information received from litigation on (B)(6) 2018. Allegedly the patient was revised due to metal debris and large pseudotumor from adverse local tissue reaction between dual modular femoral components. (Right) added hospital, catalog/lot numbers.

Manufacturer narrative:
After the initial report, we received additional information that changed the inital report of this incident. This product is reportable under the described incident. This follow-up report is to replace the previous follow-up that voided the initial report, which was a mistake. This report will also correct data that has changed upon receiving this additional information.

Event description:
Allegedly the patient was revised due to mom complications (right). Additional information received from litigation on 10/24/2018. Allegedly the patient was revised due to metal debris and large pseudotumor from adverse local tissue reaction between dual modular femoral components. (Right) added hospital, catalog/lot numbers.